Event description:
Boston scientific received information that during a follow up visit, this device implanted abdominally on (B)(6) 2013 could not be interrogated. The patient with this device was transferred to the implanting hospital for further follow-up and possible replacement. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
According to information, this device was relocated to the implant position and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. An x-ray revealed this device could not be interrogated due to a change in the device position having moved towards the center of the body since implant. A revision procedure was performed. The device was repositioned in the original position and successful interrogation was performed. It was determined the issue was related to the distance to the telemetry wand. In addition, the non-boston scientific lead was replaced due to unacceptable measurements. No adverse patient effects were reported as a result of this issue.